Event description:
The surgeon's office notified the sales consultant that a patient underwent surgery for hardware implantation approximately 3 weeks ago. A follow-up x-ray taken on an unknown date showed a cap had disengaged from a screw. Patient will be returned to the or on (B)(6) 2012 for removal and replacement of a new cap. (B)(6) 2012 - additional information provided by sales consultant - cb the locking cap disengaged from both the right and left l4 screw and was floating in the patient's body. The l5 locking cap and screw remained intact. Patient was revised on (B)(6) 2012 with 2 new rods, 2 new screws at l4 and 4 new locking caps at l4 and l5. There were no issues with the locking caps at l5. (B)(6) 2012 update: f-s760 indicates patient has a history of spinal stenosis at l3-l4 and spondylolisthesis at l4-l5. The loosening of the locking caps resulted in loss of reduction of the spondylolisthesis.

Manufacturer narrative:
All measureable features were evaluated and meet the acceptance criteria per the manufacturing specifications. The d4 pitch diameter could not be evaluated due to the foreign substance in the minor diameter of the thread which could transfer to the in process gaging. The DHR shows that d4 passed in process inspection and meet the specification at the time of manufacture. Due to feature d4 being unobtainable, the complaint is considered indeterminate. Placeholder.